Event description:
During preparation for a therapeutic urological procedure, as they were pulling the stent out of the packaging, it broke. The procedure was completed successfully with another stent and with no pt complications.